Event description:
Related manufacturer report number: 2017865-2022-11085. During an in clinic follow-up, far field p-wave oversensing was observed on the right ventricular (rv) lead. The physician suspected insulation damage to be the cause of the event. The rv lead was explanted and replaced to resolve the event. During the explant procedure, insulation damage was observed on the rv lead and the right atrial (ra) lead. A portion of the ra lead was explanted and replaced and the remaining portion was capped. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage and far field p-wave oversensing were not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination revealed no anomalies. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts.